Manufacturer narrative:
Complaint confirmed as a leak was able to be reproduced. The production records for the port was reviewed and no discrepancies or non-conformances recorded. Product was manufactured to specification. Unable to determine root cause.

Event description:
The device was implanted on (B)(6) 2018. Patient advised loss of restriction and due to this fluid checks carried out. Discrepancy identified and patient listed for port replacement. The revision surgery was completed on (B)(6) 2020.

Event description:
The device was implanted on (B)(6) 2018. Patient advised loss of restriction and due to this fluid checks carried out. Discrepancy identified and patient listed for port replacement. The revision surgery was completed on (B)(6) 2020.